Event description:
The site reported that a patient complaint of sustaining hearing loss after a mr lumbosacral exam using a ctl 8-channel array coil. The patient was given earplugs for hearing protection. A headphone was reportedly not used as it did not fit in the coil. The exam lasted for approximately 25 minutes. Following the exam, the patient experienced hearing problem. A loss of hearing was reportedly confirmed by an ent. An unknown medical treatment had been administered to the patient. Ge healthcare is making attempts to obtain additional information surrounding the event.

Manufacturer narrative:
An investigation is ongoing.